Manufacturer narrative:
Biotronik was aware about the incident by the health insurance company of the patient. Our representative made an enquiry on this in the hospital and it was confirmed that the ICD was exchanged due to battery depletion. The device was not returned and no data is available for analysis. The procedure took place without involvement of biotronik representative and the hospital has not been released from confidentiality. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the device was explanted due to eri status approx. 32 months after the implantation. Please note this ICD is affected by a field safety corrective action, (B)(4), initiated in march 2021.